Manufacturer narrative:
No patient information was provided and there was no patient injury reported. The leak may have occurred due to an user error and misuse of the product. The instructions for use were not followed. The ranger(tm) standard flow disposable set with extension is labeled for use at pressures of 300 mmhg and not 400 mmhg which was used. The product was also being used in conjunction with an aphresis procedure which is not recommended per the instructions for use. The device states the following warning statement: "to reduce the risks assoicated with potential blood loss, do not use in combinatoin with an extracorporeal circuit." End of report.

Event description:
A hospital employee reported that a 3m ranger(tm) standard flow disposable set with extension was used during an aphresis procedure with a maximum pump pressure of 400 mmhg and a maximum flow rate of 85 ml/min. The disposable set and tubing were primed before use. During blood warming a leak allegedly occurred. No patient injury was alleged.